Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, no visual anomalies were noted to the device. During functional testing, the catheter was flushed, and a patency mandrel was advanced without issue. The balloon was partially inflated, and a leak was noted at the distal end of the balloon as the catheter deflated. The catheter shaft was torn at the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu, continuous flush was maintained throughout the procedure and the patient¿s anatomy was not tortuous. A synchro guidewire was used with the device. The issue was noticed during use of the device on the patient but there were no adverse consequences to the patient. There was no surgical delay and no medical intervention. The procedure was completed successfully. The device was returned for analysis and a tear/hole was evident at the distal side of the proximal marker band. An attempt was made to inflate the device and the balloon was partially inflated, but it leaked at the damage site during deflation. It is probable the device was damaged during the procedure. The as reported events balloon difficult to inflate and balloon difficult/unable to deflate during use, and the as analyzed events balloon difficult to inflate, balloon leaked during use, and balloon burst/rupture during use were assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that the balloon (subject device) did not inflate and deflate properly during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that the balloon (subject device) did not inflate and deflate properly during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu, continuous flush was maintained throughout the procedure and the patient¿s anatomy was not tortuous. A synchro guidewire was used with the device. The issue was noticed during use of the device on the patient but there were no adverse consequences to the patient. There was no surgical delay and medical intervention. The procedure was completed successfully. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issues balloon difficult to inflate and balloon difficult/unable to deflate during use.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the balloon (subject device) did not inflate and deflate properly during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.